Event description:
Drill have broke - unable to retrieve end piece by md - fell into humerus canal.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.